Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which screws were removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Fracture surfaces on the screws indicated fatigue failure but could not be confirmed due to rub wear. Additional information provided indicated that the patient is a smoker which has been shown to have an adverse effect on fusion. Pseudarthrosis could have possibly led to long term loading resulting in fatigue failure and causing the screws to break.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which screws were removed. Revision surgery took place (B)(6) 2017.